Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reports unexpected results on I-stat pt/inr on a female patient with a diagnosis of reoccurring lung cancer. There was no patient information available at the time of this report. The customer states the patient did not require surgical or medication intervention. Date method time inr (B)(6) 2013 I-stat 1029 >6.0 (B)(6) 2013 sysmex 1225 4.4 based on the information available at the time there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). An investigation was completed on (B)(4) 2013 and a deficiency was identified. Apoc product action number: (B)(4) details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.